Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was evaluated by the advanced failure analysis team and was found to have damage on the bipolar yaw pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Inspection found damage to the conductor wire insulation with exposed internal wire. There was no thermal damage observed. There was no missing piece on the conductor wire insulation, and the insulation was lifted-off and still attached. The electrical continuity test was performed, and the instrument passed. Further investigation found indentations on the edge of the bipolar yaw pulley. The indentation was found on multiple locations of the bipolar yaw pulley on one side. The indentation was found to be aligned. This is unrelated to the conductor wire damage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) a failure analysis engineer. The following additional information was provided stating that there were some damages to the conductor wire insulation and a visible exposed wire was identified.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was found to have a damaged wire. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage was observed. The damage was first found when removing the instrument from the patient. There was no sign of thermal damage, and no arcing was observed during intraoperative use. There was no instrument collision, no issues removing the instrument from the cannula. No fragment fell inside the patient was confirmed.